Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pressure display unit was blanking out intermittently on both channels. The device was not changed out as it was recalibrated and functioned properly for the remainder of the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet completed. The field service rep (fsr) tested the cardioplegia (cpg) monitor and could not verify reported problem. Fsr installed a new cpg temperature/pressure board as it was the most probable source of the issue. Fsr completed a full inspection of the monitor and found it to be operating within manufacturer's specifications. The suspect temperature/pressure board has been returned to manufacturer for further evaluation.